Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke into pieces after deploying the spacer most of the way. The pieces were removed from the patient and a new spacer was successfully deployed and implanted without incident. There were no reported patient complications due to the event.